Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket b2 on drawer 5.1 was unable to release. The field service engineer manually released and opened cube that was not functioning. Assigned and loaded new medications into new cubie then accessed without issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.